Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the suture came out with the intact knot due to excessive force. It should be noted that the electronic perclose protyle instructions for use (eifu), states: while maintaining tension of the rail suture limb, and keeping the rail suture limb securely wrapped around the left forefinger, place the left thumb on the top of the perclose prostyle suture trimmer to assume a single-handed position. Complete the knot advancement by applying slow, consistent increasing tension on the left forefinger until the rail suture is taut. The investigation determined the reported event appears to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted with a prostyle device after a pulse field ablation interventional procedure using a small bore sheath. Reportedly, the suture came out with the knot intact due to excessive force. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.